Event description:
The hospital reported that during a coronary artery bypass graft surgery, after the seal had been deployed, excessive bleeding was observed. The surgeon suspected that the seal had "clumped" and so the seal was removed. The next two seals cracked while loading the seals into the delivery tube. The surgeon used a fourth heartstring seal to complete the procedure. No patient complications were reported by the hospital.